Event description:
It was reported the patient's pump was implanted in 2009, which caused her to get "blood poison", thus it was explanted the following month. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.